Event description:
Intermittently shooting nitrous oxide out between the freeze and the defrost on the handle , only used approximately 10 times 900001 ll100 cryosurgical e-complaint (B)(4).

Manufacturer narrative:
Investigation review DHR inspect returned samples. Distribution history: this complaint unit was manufactured at csi on 01/08/2021 under wo (B)(4) and shipped on 1/28/2021. Manufacturing record review: DHR 297567 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was not defrosting. Root cause: a root cause is not definitively determined. Corrective actions the customer was provided with a new unit. The returned unit was repaired, tested to specifications and converted into a demo. A review of the torque drivers was made but no issues were noted. A request to service & repair was made to set aside any other core valves suspected of contributing to a stuck valve. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary no further training required at this time. Was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
"Intermittently shooting nitrous oxide out between the freeze and the defrost on the handle ". Ll100 cryosurgical 900001. E-complaint: (B)(4).